Event description:
It was reported that intermittent occlusion alarms occurred. There was no reported adverse impact to the customer. During troubleshooting an o-ring was identified on the pneumatic tap and the customer was not properly filling the cartridge. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.